Manufacturer narrative:
(B)(4).

Event description:
A lead management case to extract 2 cardiac leads. Both leads were prepped with an lld ez and a 16f glidelight was selected for use. Steady progress with the 16f glidelight was made up until the svc/ra junction requiring several consecutive laser trains. A significant drop in blood pressure was noted. Rescue interventions began and a sternotomy was performed revealing an svc/ra junction tear. Based on the location, appearance and type of injury the surgeon noted that the lead had become endothelialized within the vessel wall. A bovine patch was used and the tear was successfully repaired. Fragments of both leads were left in the patient along with the lld ezs that were in the leads. The patient survived the intervention. This adverse event is to reflect on the glidelight that contributed to the tear. The llds are reported under MDR# 1721279-2015-00204 and MDR# 1721279-2015-00206.

Manufacturer narrative:
Device evaluation: the proximal portion of the lead, lld and suture was left in the device for evaluation. The working length was twisted just distal of the bifurcate with a slight kink approximately 2 inches from the distal tip. Neither the twist or the kink would be expected to cause a perforation and could be from heavy use or how the device was packed for return evaluation. An inspection of the tip did not find any indications of a loose band which could contribute to a perforation.